Manufacturer narrative:
(B)(4). On an unreported date in 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by unspecified pain coincident with automated peritoneal dialysis (pd) therapy. The peritonitis occurred while the patient was experiencing another indication. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis and was treated with unspecified antibiotics, intraperitoneally (doses and frequencies not reported). On an unreported date within the same year, it was reported that due to the patient having pain, dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. No further information was provided regarding the outcome of the peritonitis event. At the time of this report, hemodialysis therapy was ongoing. No additional information is available.